Manufacturer narrative:
Based on information provided, kci could not determine that the alleged periwound fungal infection is related to the activ.a.c.¿ therapy system. The physician noted that he felt that using the activ.a.c.¿ therapy system is necessary to help heal the wound, and the patient continued to use activ.a.c.¿ therapy system. A malfunction associated with this event has not been confirmed. A device evaluation of the activ.a.c.¿ therapy is currently pending completion. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area, untreated or inadequately treated infection, inadequate hemostasis of the incision, cellulitis of the incision area.

Event description:
On 18-jun-2020, kci reviewed progress notes received from the patient's healthcare provider that noted the following: on (B)(6) 2020, the physician observed the patient and noted the patient developed periwound candida and will need a "vac holiday." On (B)(6) 2020 an MRI [magnetic resonance imaging] of the pelvis and bilateral hips was performed, and the results were negative for acute osteomyelitis but a fluid collection near the left hip of undetermined etiology was observed. "The patient stated she received a PICC line in 2 weeks of IV [intravenous] antibiotics but were discontinued due to some type of side effect." On (B)(6) 2020, the physician observed the patient and noted, "the larger left buttock ulcer looks healthy with granulation in the bed. She still has significant periwound candida and needs the vac holiday further." On (B)(6) 2020, the ulcer was noted as "same size. At her last visit I prescribed diflucan [oral antifungal] and lotrisone [topical antifungal] with some improvement of the periwound candida." On (B)(6) 2020, the ulcer was noted as "decreased slightly." On (B)(6) 2020, the ulcer was noted as "has decreased slightly. Unfortunately she still has periwound candida however I feel using the vac is necessary to help heal the wound. The physician subsequently noted that, "she still has periwound candida due to the overlay used with the vac, however it does not appear worse." The patient continued to receive activ.a.c.¿ therapy. On (B)(6) 2020, the ulcer was noted as "about the same size." The results from a wound culture performed on (B)(6) 2020 were negative. The patient continued to receive activ.a.c.¿ therapy. On (B)(6) 2020, the left buttock ulcer was noted as "it appears improved," and the patient continued to receive activ.a.c.¿ therapy. A device evaluation of the activ.a.c.¿ therapy is currently pending completion.

Manufacturer narrative:
Device information for activ.a.c.¿ therapy unit serial number (B)(6) was provided in MDR-3009897021-2020-00333 submitted on 24-jul-2020; however, the event is attributed to the v.a.c.® drape. H6: codes updated to reflect current adverse event codes. MDR-3009897021-2020-00333 submitted on 24-jul-2020 noted the following: b5: describe event or problem: a device evaluation of the activ.a.c.¿ therapy is currently pending completion. D1: brand name: activ.a.c.¿ therapy system. D4: model #: wndact; serial #: (B)(6); lot #: blank; unique identifier (UDI) #: (B)(4). G5: PMA/510(k): k201571. H3: device evaluated by manufacturer?: no: device evaluation anticipated, but not yet begun. H4: device manufacture date: 19-oct-2007. H5: labeled for single use?: no. H8: usage of device?: reuse. H10: additional manufacturer narrative: based on information provided, kci could not determine that the alleged periwound fungal infection is related to the activ.a.c.¿ therapy system. The physician noted that he felt that using the activ.a.c.¿ therapy system is necessary to help heal the wound, and the patient continued to use activ.a.c.¿ therapy system. A malfunction associated with this event has not been confirmed. A device evaluation of the activ.a.c.¿ therapy is currently pending completion. B5: describe event or problem: the v.a.c.® drape lot number was not provided and the device was not returned; therefore, a device history record review and a device evaluation could not be performed. D1: brand name: v.a.c.® drape. D4: model #: vacdsp; serial #: n/a ; lot #: asku; unique identifier (UDI) #: ni. G4: PMA/510(k): k133276. H3: device evaluated by manufacturer?: no: other - device identifier not provided. H4: device manufacture date: blank. H5: labeled for single use?: yes h8: usage of device?: initial use of device. H10: additional manufacturer narrative: section h3: other (code unspecified, describe in h10): device identifiers were not provided and product not returned. Based on information provided, kci could not determine that the alleged periwound fungal infection is related to the v.a.c.® drape. Neither a device history record review nor an evaluation of the v.a.c.® drape could be performed. The physician noted that he felt that using v.a.c.® therapy was necessary to help heal the wound, and the patient continued use. Based on the corrections and the medical assessment performed by kci global safety, the cause of cutaneous candida infection is multifactorial in such a patient and independent of whether v.a.c.® therapy is used. It is most plausible to attribute potential exacerbation of such an infection in the periwound area to a relatively moist microenvironment under the v.a.c.® drape. Additionally, the physician attributed the event to the v.a.c.® drape. .

Event description:
On (B)(6) 2020, the activ.a.c.¿ therapy unit was tested per quality control procedure by kci service center, and the device passed the quality control checks and met specifications before placement with the patient. On (B)(6) 2020, the device was placed with the patient. On (B)(6) 2021, kci quality engineering performed an evaluation of the activ.a.c.¿ therapy unit, serial number (B)(6). Inspection of the device found the power button/switch had a collapsed dome. The collapsed dome malfunction is subject to an ongoing recall; refer to MDR 3009897021-2021-00075. The unit was placed with the patient prior to the recall action. Kci global safety performed a medical assessment of the patient's clinical records and the activ.a.c.¿ therapy unit's event logs: based on the determination of the treating physician the fungal infection is related to the covering of the area with the v.a.c.® drape. The physician clearly stated the patient "still has periwound candida due to the overlay used with the [v.a.c.® therapy unit], however it does not appear worse." The likeliness of the periwound having candida is due to migration of fungal spores from the perineum, and it is exacerbated when covered, in this case, by the v.a.c.® drape. The cause of cutaneous candida infection is multifactorial in such a patient and independent of whether v.a.c.® therapy is used. It is most plausible to attribute potential exacerbation of such an infection in the periwound area to a relatively moist microenvironment under the v.a.c.® drape. The v.a.c.® drape lot number was not provided and the device was not returned; therefore, a device history record review and a device evaluation could not be performed.